Event description:
It was reported that a balloon rupture occurred. The 72% stenosed target lesion was located in the left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst without being inflated. The device was removed directly. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual and tactile inspection on shaft polymer extrusion profile identified no issues. Multiple hypotube kinks were identified on hypotube profile. An attempt was made to inflate the balloon, and a pinhole was observed via microscope in the balloon material above the distal markerband, confirming the reported allegation. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A microscopic examination of the shaft polymer extrusion noted that the inner and outer lumen were bunched and stretched 4.8cm from the distal tip. The distal tip was damage (flared). A microscopic examination of the proximal and distal markerbands identified no damage. Wire insertion test was performed, and the device could not be loaded and tracked over a 0.014" test guidewire due to the inner lumen damage identified. The device was attached to an encore inflation unit, and an attempt was made to inflate the device however liquid began to leak. A pinhole was observed in the location of the leak above the distal markerband.

Event description:
It was reported that a balloon rupture occurred. The 72% stenosed target lesion was located in the left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon burst without being inflated. The device was removed directly. The procedure was completed with another of the same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1: (B)(6).